Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause for the worsening pvl could not be determined, however, there was the possibility that the echo assessment was inaccurate in the original implant, or because the valve was implanted with less volume than nominal. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 1 year and 3 months post implant of a 26mm sapien 3 valve in the aortic position, the patient presented with moderate paravalvular leak (pvl). The patient was symptomatic, having progressive shortness of breath, and pvl was found on tte. The valve was originally deployed using 2cc less than nominal inflation volume, therefore, a dilatation with 26mm commander delivery system was performed. The pvl was reduced to mild. At last report, the patient had no current symptoms, but was still on diuretics. The cause for the pvl was not known. However, there was the possibility that the echo assessment was inaccurate in the original implant, or because the valve was implanted with less volume than nominal.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.